Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer blood glucose level was 451 mg/dl. Customer states reading were in accurate displaying sensor glucose of 54 mg/dl and having a blood glucose of 451 mg/dl. Troubleshooting was not performed because customer was driving. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.